Event description:
It was reported that in 2022, a surgical procedure was performed to replace the artificial urinary sphincter (aus) due to a self-catheterization difficulty associated with fever of 39c. The patient and procedure outcome are unknown. Boston scientific has been unable to obtain additional information regarding the patient and procedure outcome to date, despite good faith efforts.